Manufacturer narrative:
The product has been received. However, analysis is not necessary. The investigation will be updated, should additional information be received.

Event description:
Boston scientific received information that this product was part of a system revision. During a routine follow-up, an infection was identified. The patient was hospitalized and received IV (intravenous) antibiotics. The device system was ultimately explanted. No additional adverse effects were reported.